Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore, device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during dwell 2 was not confirmed due to a lack of sample. The lot number is unknown, therefore, a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A caregiver contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during therapy, in dwell cycle 2. The caregiver stated the connection to the supply bag was loose and there was air in the supply line. Gts explained the system error indicated a large amount of air had entered into the disposable set. Gts then had the caregiver cycle power, and advised that therapy had ended. Gts explained the patient would need to start therapy over with new supplies, or complete therapy with a manual exchange. The caregiver elected to start over with new supplies. No injury or medical intervention was reported.